Manufacturer narrative:
One smiths cadd-legacy 1 pump was returned for analysis. The pump was returned with signs of fluid ingression at the base. The device's event log showed 9 no disposable alarms recorded. The customer's reported problem regarding no alarm after cassette removed was unable to be duplicated. Simulated use testing was unable to replicate the error with or without a disposable attached. Sensor testing found the cassette detection sensors functional. The upstream occlusion sensor will be recalibrated and the downstream occlusion sensor will be replaced as a preventative maintenance to address the issue.

Event description:
Information was received indicating that a smiths cadd-legacy 1 pump failed to alarm at cassette removal. It was also reported that there was no patient involvement.